Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v330678, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the device never helped because the reason she had problems was because her urethra stretched apart and the doctor had to fix the urethra surgically. The patient turned the device off on (B)(6) 2012 and she had an operation in (B)(6) 2012 to fix her urethra. It was later reported that the patient wanted to know if the device could remain implanted or did it needed to be removed. The patient never had therapeutic effect 2 years ago. Symptoms included loss of bladder control. The patient found out the cause of their bladder issues. It wasn't something the implantable neurostimulator (ins) could help with. Now that the real issue had been resolved, the patient had been dry for over a year. It was later reported that the patient now had the device turned off for 3 years. She was thus having the device explanted. There were no falls, trauma, or electromagnetic interference (emi) related to this event. It was later reported that the device was removed on (B)(6) 2015. It did not what do what it was supposed to do because it was not her bladder problem. There was nothing wrong with the device and did not need the device. 3 years after the device was implanted the bladder problem was correct. However, it was noted that she "suffered with the device for 6 years and should have had it taken out." Further follow-up is being conducted to clarify how the patient "suffered with the device," and to determine what diagnostics were performed and the cause of the suffering. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received, it was reported the patient had urinary incontinence but it was fixed by a procedure called urethral bulking and it is still working to keep them dry. The device was thought to be inserted with no purpose to fix the patient's problem. It was not clarified how the patient suffered with the device.